Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the bolus was under infusing outside the amounts that mmdg considers non-reportable. The pump maintenance due date was june 21, 2012. The pump had not had calibration performed appropriately, causing it to be out of calibration. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump bolus did not deliver accurately. The initial reporter also stated that this occurred during testing and there was no patient involved. (B)(4)